Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th september 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke when the position of the anchor was being adjusted in the bone socket. This was detected during use in a cuff rotator repair procedure on (B)(6) 2024. The procedure was completed successfully by using another new ar-2324bcc. There was no patient harm and no secondary procedure needed. Ar-1927pb was used to prepare the bone socket.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-2324bcc swivelock with the eyelet broken off and retrieved onto a tray. Refer to attachments. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone prep. The bone quality of the patient was not provided.